Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') and vaginal haemorrhage ('heavy vaginal bleedings') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and arthralgia ("joint pain and hip ache"). The patient was treated with surgery (novasure was performed and laparoscopy removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, vaginal haemorrhage, back pain and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain and vaginal haemorrhage with essure. The reporter commented: essure removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') and vaginal haemorrhage ('heavy vaginal bleedings') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and arthralgia ("joint pain and hip ache"). The patient was treated with surgery (novasure was performed and laparoscopic removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, vaginal haemorrhage, back pain and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain and vaginal haemorrhage with essure. The reporter commented: essure removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a returned sample in this case. A technical investigation was be conducted and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') and vaginal haemorrhage ('heavy vaginal bleedings') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and arthralgia ("joint pain and hip ache"). The patient was treated with surgery (novasure was performed and laparoscopy removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, vaginal haemorrhage, back pain and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain and vaginal haemorrhage with essure. The reporter commented: essure removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.